Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection as a result of power source port one (1) connector found loose with the o-ring gasket displaced from the controller housing a possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The manufacturer has opened an internal investigation to evaluate the power source port one (1) connector found loose with the o-ring gasket displaced from the controller housing. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that during smr-upgrade preliminary test procedure controller failed step 1.1: loose the power connector (port 1) at the controller by slipping out of the sealing ring (between connector and housing) con was the primary controller. It was exchanged while the patient tolerated well. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined.